Event description:
The patient was brought to the operating room in stable condition, positioned supine and received general anesthesia/ intubated. Abdomen was entered after infiltration of local anesthesia. During the procedure, per surgeon's report: "the gastrocolic ligament was now opened on the greater curvature of the stomach with the vessel-sealing device and the lesser sac was entered. There was immediate partial failure of the vessel-sealing device and that there was bleeding after the device was deployed and used to cut. This area was re-sealed, and this achieved hemostasis. However, later in the case, this happened again. We therefore exchanged the device for a new device, which functioned appropriately." The procedure was completed with no further incidence. No patient harm.